Manufacturer narrative:
An event of stenosis and regurgitation was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the valve was not returned for analysis. However, based on the information received, the reported stenosis is consistent with structural valve deterioration (svd), specifically fibro-calcific svd (fcsvd), which is a well-known complication of tissue heart valve replacement surgery. A variety of factors may contribute to svd, including patient, biological, and implant related factors: no implant related factors could be confirmed as information received from the field related to the implant procedure was not provided. Biological factors which can result in stenosis such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.), immobilizing thrombus, or pannus formation reducing the valve diameter also could not be confirmed as the valve was not returned for histopathological examination. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications.

Event description:
It was reported that on (B)(6) 2015, a 23mm trifecta valve was implanted in the patient. On an unknown date, the patient returned and had pure aortic regurgitation (ar) with severe aortic stenosis. On (B)(6) 2024, a new 25mm navitor valve was chosen and transcatheter aortic valve implantation (tavi) was performed successfully. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of the event is estimated as 03 april 2024 as this was the date the information was reported to abbott.